Event description:
On (B)(6) 2012, the patient was hospitalized for an abnormal stress test with moderate ischemia. Index cardiac catheterization revealed a previously unspecified stented vessel with a 70% lesion in the proximal right coronary artery which was approximately 10 mm in length and a thrombolysis in myocardial infarction (timi) 2 flow. The right femoral artery was accessed. The patient was given an infusion of angiomax. The lesion was crossed with a prowater guide wire. Pre-dilatation was performed with a 2.5 x 12 mm maverick balloon. A 3.0 x 15 mm promus stent was deployed at 12-14 atmospheres for a duration of 30 seconds. There was 0% residual stenosis and timi 3 flow noted in the vessel. The patient was given a loading dose of plavix 600 mg followed by 75 mg daily and 325 mg of aspirin. The patient was transferred to the holding area for recovery. While in the holding area, the patient experienced chest pain and was taken back to the catheterization lab. Angiography revealed significant 90-95% acute thrombosis in the proximal stent with a clot length approximately 10-20 mm in length. The left femoral artery was accessed. The patient was given heparin and integrilin. The lesion was crossed with a choice pt floppy guide wire. Thrombectomy was performed with an aspiration catheter. A 3.0 x 30 mm balloon was used for pre-dilatation multiple times. A promus 3.0 x 23 mm stent was deployed to overlap the previous stent in the proximal right coronary artery. The patient's plavix was changed to effient and the integrilin infusion continued for 12 hours. The patient was transferred to a room in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: angiomax, plavix, aspirin. Device: (B)(4) indication for use; device implanted in previously stented vessel. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the promus stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU states promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.